Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred during bolus delivery and the pump stopped all insulin delivery. Customer reported that blood glucose (bg) levels were slightly elevated; however, no specific bg value or other information was provided. It was indicated that the customer had an alternate pump available for diabetes management.

Manufacturer narrative:
No malfunction related to elevated blood glucose levels was confirmed.